Event description:
During the procedure the arterial pumphead tubing split. The section of the split was cut out and a connector was used to splice the tubing back together in order to complete the case. Blood loss was minimal and there was no additional blood or intervention required to complete the case. There was no pt detriment.